Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic handpiece used for the cataract procedure two patient had the corneal burn at the incision site resulted in thermal injury wound. The surgeon immediately identified the injury and performed intraoperative management by placing a nylon sutures to secure the wound and maintain incision integrity and antibiotic drops were provided. The current condition of the patient was unknown. Additional information has been requested but is not available at the time of this report.